Manufacturer narrative:
As reported that 1 year after surgery, patient experienced bottoming out, no support post implant of galaflex mesh. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. Per IFU, "pre-clinical implantation studies indicate that galaflex scaffold retains approximately 70% of its strength at 12 weeks. Bioresorption of the scaffold material will be essentially complete within 18-24 months." Note, the date of event (B)(6) 2021 is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a breast augmentation with mastopexy procedure with implant of galaflex on (B)(6) 2021 and reported ¿galaflex did not work. The patient¿s tissue is still weak and must redo her procedure using more galaflex." It was reported that mesh was "bottoming out (no support) approximately 1 year after surgery." It was also reported that patient is "healthy, only takes vitamins."